Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. Subsequently, the customer experienced an elevated blood glucose (bg) level displayed as "high". A specific bg value was not provided. A correction bolus was delivered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.